Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. (B)(4) the full lead was returned and analyzed and no anomalies were found. This distal conductor had blood/body fluid on it (not obstructed).

Event description:
It was reported that the left ventricular leads were unable to be successfully placed. The leads were removed and replaced. No patient complications have been reported as a result of this event.